Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 400 mg/dl and 79 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This report is being sent to replace the original report sent that incorrectly had the report number listed as 2954323-2006-00826. The original report details an event that occurred in 2006, and will be sent over today as report #2954323-2006-00001. As this report details an event that occurred in 2005, it will be sent over to replace the previous report, with #2954323-2005-00826.